Event description:
It was reported by the customer, catheter was placed at one facility and cracked while patient was at a different facility. There was no negative impact or harm and the catheter was removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked catheter was confirmed. The product returned for evaluation was one 4fr dl powerpicc sv catheter. A gross visual inspection of the returned unit found that a longitudinally aligned tear was present on the catheter tubing between the 3 cm and 5 cm depth markers. At the tear site was deformation of the catheter tubing cross-section, giving the tubing an oblong shape. The tear was aligned along the 'peak' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. A portion of the tear at the proximal end did not fully penetrate the catheter wall. This feature suggested that the tear began on the exterior of the tubing and propagated inward, a feature which is indicative of compression induced damage. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress to form along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture.

Event description:
It was reported by the customer, catheter was placed at one facility and cracked while patient was at a different facility. There was no negative impact or harm and the catheter was removed and replaced.

Manufacturer narrative:
H11: section a through: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.